Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient called the rep today and while they were trying to adjust their stimulator intensity and turn it up, they hit a message that the ¿desired intensity setting was not available.¿ the rep met with the patient today and the patient told them that they had fallen in the shower one week ago. When the rep met with the patient, they did a connectivity check and an impedance check which showed a possible short/open contacts on one lead, specially contacts 9, 12, 13, 14 and 15. They were previously programmed on those contacts and that¿s why they were getting the oor message. The rep reprogrammed the patient and avoided the contacts that were out/bad, but they told them they needed to make an appointment with their healthcare provider (hcp) to discuss their fall and potentially get x-rays since they were now having issues with the leads. No surgical intervention occurred or was planned at this time. The event occurred on (B)(6) 2020. No further complications were reported/anticipated.